Manufacturer narrative:
Per tandem's user guide: ¿your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped in water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 205 mg/dl.